Event description:
The issue was found during unpacking for an unspecified therapeutic procedure. The procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9 (date returned to mfg), d10, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cable unit, coupler corroded and leak from the coupler. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to faulty cable unit. The root cause of the corroded coupler and leak from the coupler could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image, the event occurred during preparation for use of an unknown procedure. There were no reports of patient harm.